Manufacturer narrative:
Batch review performed on 29 aug 2024: lot 154809: (B)(4) items manufactured and released on 23-dec-2015. Expiration date: 2020-12-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: a revision surgery was performed 8 years after the primary implantation of a tha. The patient complained of pain, and subsequent radiological investigations revealed a periacetabular osteolytic area. The available CT images clearly show a radiolucent bone cyst in the posterior acetabulum. Some wear of a standard polyethylene liner is normal after 8 year and is widely reported in the literature; the osteolytic response depends on individual factors. However, we were not given explants to verify the possible wear and a histological examination to determine the exact cause of the osteolysis was not performed. No definitive conclusion can be reached with the information at hand. Additional implant revised, batch review performed on 29 aug 2024: liner: cc e cc light 01.26.3244stt flat pe liner ø 32 / e (k103352) lot 155836: (B)(4) items manufactured and released on 23-nov-2015. Expiration date: 2020-11-07. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 8 years and 5 months after primary, the patient came in reporting pain and it was noticed the presence of a massive loss of bone on the posterior part of the acetabulum with a massive cyst. Osteolysis has been detected. No loosening of the components. No infection. The surgeon revised successfully the cup, liner and ball head and implanted competitor components.